Manufacturer narrative:
Unit was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to blank display.

Event description:
It was reported that the insulin pump was not charging. Customer¿s blood glucose level was 4.6 mmol/l. The customer also reported that their insulin pump had received motor error alarm and the drive support cap appears normal. Customer was able to complete pump rewind. Advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis